Manufacturer narrative:
B3: the year of the event is 2024 but the exact day and month not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported and confirmed that the device has a damaged downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of damaged downstream occlusion (dso) seal. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. During visual inspection it was confirmed that the dso seal was degraded. The dso seal was replaced. Device passed verification testing post repair.